Manufacturer narrative:
(B)(4). Eval summary: used device: one used device was returned for eval. A visually inspection and a leak test was conducted on the used device and the device was found to be within product specification. Furthermore, unomedical a/s conducted a flow test on the used device and the device was found to be clogged in the reservoir connector needle. Unused devices: no unused devices were returned for eval. Reference samples: the retained samples were not tested due to missing lot number.

Event description:
Customer's daughter in law, (B)(6), called in stating that her father in law, (B)(6), was deceased. Customer was not wearing the pump at the time of death. (B)(6) stated that cause of death was a heart attack.